Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before the procedure, vasoview hemopro 2 c-ring was discovered broken upon initial inspection out of the box. The sterile barrier was not compromised. A new device was used to complete the procedure. There was no delay. No injuries were reported.